Event description:
Unity revision after approximately 3 years and 11 months due to severe torsion of patient's knee. The tibial insert ps post was broken.

Manufacturer narrative:
Per 3237 final report additional information was requested, such as x-rays, operative notes, patient age and activity level, medical history, and an update on the patient following the revision. It was reported that the patient has limited activity, and is retired. His bmi is high and has average health. The revision was reported to have gone well. A thicker insert was implanted (8/12mm). The patient was walking around the day after the operation. Xrays and operative notes were provided. The explanted device was returned to corin. This information was reviewed and xrays showed that the implants were correctly implanted. Examination of the returned explant confirmed that the part was broken but could not identify any abnormal device characteristic. The root cause could not be established; however it is suspected that the event was caused by a severe trauma (severe torsion of the knee). Corin considers this case closed. Please note that the lot code of the device was corrected since the initial report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) initial report. Additional information, including device details, x-rays, operative notes, patient details, an update on the patient following the revision and return of the explanted devices has been requested in order to progress with the investigation of this event. The available data was provided and conclusion of the review will be provided in a supplemental report upon completion of the investigation. If the appropriate device details are identified, the relevant device manufacturing records will be identified and reviewed. If the explanted device is returned, conclusion of the review will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Unity revision after approximately 3 years and 11 months due to severe torsion of patient's knee: the knee tibial insert was broken during the torsion and was revised.